Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The leak was in the tubing. The infusion set was in use for less than 24 hours. The patient faced this issue with 5 infusion sets. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 5. E1: patient city: (B)(6). Patient country: brazil. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.